Event description:
It was reported that the subject device had a green screen with no video signal. The issue had occurred during set up. There was no report of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Only the e311 for white balance, instructed to complete the white balance. After doing this, the error cleared from the tower monitor and no other error messages present. They go into the provation pc, and opened a test case, all that they get is a green screen with no video signal. Check the cabling for sdi video going from the back of the subject device to the pc, to confirm that the cables are connected to the correct ports. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the service history record review found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.